Event description:
It was reported that a journal article was written discussion the efficacy of identifying and classify non-sustained ventricular tachycardia (nsvt) in implanted devices using artificial intelligence. In this journal article, approximately 807 devices transmitted approximately 10,471 nsvt events, of which 544 nsvt recordings with non-physiological signals. All evidence indicates the devices involved in this study remain in service and no adverse patient effects were reported.